Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4): one (1) unit of product catalog code 4341bsdf, lot number 0000623422, was received for evaluation. Through examination and leak testing of the complaint sample, the investigation was able to confirm the reported failure mode as the catheter assembly leaks through the housing top port. This failure mode is observed when the radiopaque catheter is not positioned correctly inside the housing during assembly, potentially leaving an opening inside the assembly and leading to the failure mode experienced by the user. A device history record (DHR) review, raw material history files, and the sterilization batch records for the listed manufacturing lots showed no recorded quality problems or rejections related to this incident. A review of the work instructions for the thoracentesis catheter assembly noted the inspection of the assembly is a visual inspection process. The work instructions include several indications ensuring the operator inspects the assembly adequately. A review of applicable inspection methods identified specific inspection steps that may have contributed to the reported failure mode. A review of applicable manufacturing procedures identified specific manufacturing steps that may have contributed to the reported failure mode. Based on the investigation results, the root cause for this failure mode was identified as an operator error during the assembly of the corresponding thoracentesis catheter assembly. The investigation determined that some assembly processes/methods may lead to the incorrect assembly of the thoracentesis catheter. The process is being evaluated and additional training has been provided.

Event description:
Holes upon insertion of the tube air was passing through the catheter into the syringe. A second safe-t thoracentesis tray was used with no complications. After the procedure the catheter was flushed and it was found that fluid passed through the additional ( proximal ) port, not through the catheter.